Manufacturer narrative:
This report is being submitted as a cancellation report. Initial information indicated that the device involved in the event was a zso-7-15 (biliary stent). However, it's been confirmed that the device was a spsof-7-15 (pancreatic stent). No reporting precedence is in place for the malfunction in this event for this product family. The event does not meet the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Risk for this malfunction has been assessed as low. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
This report is being submitted as a cancellation report. Initial information indicated that the device was a zso-7-15. However, it's been confirmed that the device was a spsof-7-15. No reporting precedence is in place for the malfunction in this event for this product family. The event does not meet the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Risk for this malfunction has been assessed as low. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent kinked/bent. Doctor wanted to insert the zso-7-17 in the cbd. So the nurse prepared the zso-7-7, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-7, it was impossible, so they used the new one.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent kinked/bent. Doctor wanted to insert the zso-7-17 in the cbd. So the nurse prepared the zso-7-7, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-7, it was impossible, so they used the new one.